Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had been attacked while in prison and someone tried to cut their system out with a knife. This resulted in an infection that prompted the system to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.